Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and intermittent non capture were noted on the right ventricular (rv) lead.   During the revision procedure diminished r waves were noted on the replacement lead although several placements were tried. The lead was attempted / not used and the original lead was capped. No patient complications have been reported as a result of this event.